Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved powering up the device and showed that the pump began double beeping the moment it was powered up. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Updated: device evaluated by MFR and adverse event problem.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette . There was no patient involved.